Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid in drain bag. The cause, hospitalization and treatment were not reported. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.